Event description:
The customer reported approximately four drops of fluid dripped from the probe and onto the countertop during system startup involving the coulter act series analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter customer technical support (cts) advised the customer to turn the instrument off and clean the probe wipe. Once completed, the customer initiated system startup and no further fluid leak was noted. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer performed troubleshooting with beckman coulter and resolved the issue. (B)(4).